Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Occurrence date unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. It was further informed that the device was not available for evaluation since it was discarded at hospital

Event description:
As reported, at the time of admission of a 62 year old patient with cardiogenic shock under ECMO with discovery of old heart disease, this swan ganz iq catheter showed an incorrect co (cardiac output) of 4,3 l/min while the echocardiographic co of 1,5 l/min. Left ventricular ejection fraction (lvef) of 10%, and cvp (central venous pressure) of 34mmhg/14mmhg/23mmhg were measured after providing dobutamine at 10 gamma and considered correct. These results were consistent with all the rest of the monitoring done during the day. As per customer's opinion, swan iq measurement technique based on the rv (right ventricle) curve is not reliable in patients with low co, as is the case in patients with cardiogenic shock. It might lead to decisions that have a direct impact on the patient's vital prognosis.

Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the manufacturing process a 100% of the units go through electrical inspection process.